Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a 31-year-old female patient who had essure (batch no. B94867) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's previously administered products included for an unreported indication: depo provera. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general),"), dyspareunia ("dyspareunia (painful sexual intercourse),") and tooth disorder ("dental problems"), 2 years after insertion of essure. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and tooth disorder had not resolved. The reporter considered dyspareunia, genital haemorrhage, pelvic pain and tooth disorder to be related to essure. The reporter commented: normal appearing uterus and ostia bilaterally. Essure device deployed bilaterally. With 3 coils visible bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a (B)(6) year-old female patient who had essure (batch no. B94867) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's previously administered products included for an unreported indication: depo provera. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general),"), dyspareunia ("dyspareunia (painful sexual intercourse),") and tooth disorder ("dental problems"), 2 years after insertion of essure. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and tooth disorder had not resolved. The reporter considered dyspareunia, genital haemorrhage, pelvic pain and tooth disorder to be related to essure. The reporter commented: normal appearing uterus and ostia bilaterally. Essure device deployed bilaterally. With 3 coils visible bilaterally. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs received. Lot number added. Event injury was updated and new events: abnormal bleeding (general), dental problems, dyspareunia (painful sexual intercourse), pain, plaintiff did not undergo essure confirmation test were added. New reporters, plaintiffs information added. Historical drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.